Event description:
Healthcare professional reported left-side "rupture" and "completely flat". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on posterior side assessed as fold flaw opening. ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: ¿ brown particles observed inside the device. ¿ observed wear abrasion on the device. ¿ observed creases on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side "rupture" and "completely flat". Device has been explanted.